Manufacturer narrative:
(B)(4). Initial reporter: (B)(6). Mfg site: (B)(4). The clinically applied product was not returned to us for evaluation; therefore, we are unable to identify the specific cause for the problem reported. Records from each manufacturing lot are thoroughly reviewed to ensure that our products are released meeting all current specifications. Although a specific root cause analysis could not be performed, the incident is maintained in our database for a broader trend analysis. If additional information is obtained, or the sample is returned, we will re-open this investigation.

Event description:
According to the reporter, the patient underwent an esophageal gastric resection with transit reconstruction and no issues were reported in the initial surgery where eeaxl2535 stapler and eeaorvil25 were used. Approximately 24 hours post-op, it was observed that the anastomosis bled and the patient was additional surgery in order to suture the stapling line of the anastomosis to reinforce it. No tissue loss or tissue damage reported. There was less than 250cc bleeding. The device will not be returned for investigation. No reinforcement material was used. Patient status stable; they have been discharged from the hospital.